Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-62- user had poor technique. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. Wife is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of frequent urination and increased thirst. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on a blood test was performed by the customer and produced test results of e-5 using meter. The test strip lot manufacturer's expiration date is 07/31/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.